Event description:
As the surgeon introduced the device into the patient's upper oropharynx, the endoscope retainer band broke. A second device was used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
Although there was no indication of an injury to the patient or a manufacturing process issue, this failure mode is now being reported due to previously establishing that if this malfunction were to reoccur, a serious injury may occur.